Event description:
The customer reported the system displayed intermittent black image with a white point.

Manufacturer narrative:
The ge service rep replaced the interconnect cable, hv cable, camera, video controller, image processor, and power supply.